Manufacturer narrative:
Additional information. A correlation between the device and the reported intracranial bleed could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had experienced intracranial bleeding (icb) as the result of taking the anticoagulant marcoumar. It was reportedly not device related.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2014 due to intracerebral bleeding. Reportedly, unspecified medication issues led to the intracerebral bleeding. It was reported that the patient's expiration was not device or therapy related. No further information was provided.